Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: low oxygen alarm & o2 sensor calibration failed. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: low oxygen alarm & o2 sensor calibration failed. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).